Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Follow-up was conducted and from the information that was obtained it was reported that during the implant procedure the left ventricular (lv) lead did not have adequate capture in the lateral branch. The lead was then reposition to the middle cardiac vein where the lead had adequate pacing and sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead was not placed in the targeted location due to unacceptable pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.